Event description:
On 4/3/2000, the MFR (MFR.) Received a medwatch report (uf# not included, see attached) and a letter. The medwatch report states the following: right subclavian device stopped working. Removed in 2000, in the operating room with embolized fragment of catheter in right ventricle extracted via catheterization in angiography suite. The letter states: for this particular case, the risk manager has made the determination that this prouduct cannot be sent back. However, MFR may come to user facility and examine the product. No further details were provided.